Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (trunk connector housing broke, nut missing) was confirmed. As received, the trunk cable connector housing was broken. The connector locking nut was missing, which would prevent the electrode belt from properly securing into the monitor. The root cause for the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.

Event description:
A patient service representative (psr) contacted zoll customer support, while visiting a (B)(6) male patient, to report that the patient's electrode belt would not stay connected to the monitor. The patient was issued a replacement electrode belt